Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown , implanted: (B)(6) 2016, product type lead.

Event description:
On (B)(6) 2016, (B)(4): it was reported that patient had mini stroke prior to starting the interstim trial and it has affected his mental state. The reporter stated a few nights after the trial started, he ripped the wires out of his back. The reporter stated the doctor was going to give the patient a 3 month waiting period before trying the trial again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.